Manufacturer narrative:
The intended procedure was pta of the left external iliac artery. There was heavy calcification and the lesion was totally occluded. Per report, the product appeared "perfect" during inspection prior to use, was prepped according to the IFU and no anomalies were noted during prep. The lesion was initially dilated with a savvy balloon. Subsequently, a powerflex p3 was used and ruptured at two atmospheres. No additional procedural details were provided. There was not reported pt injury. The product was not returned for analysis. Lot history reviews revealed one report of this type for this lot number to date. As the actual involved product was not returned for analysis, the exact cause of the reported balloon burst could not be determined. Review of the manufacturing route sheets revealed no complaint related anomalies. No definitive clinical conclusion can be drawn between the device and the reported event; however, lesion characteristics may have contributed to the reported event.

Event description:
There was a balloon rupture druing dilation of the left external iliac artery. There was heavy calcification and the lesion was totally occluded. Lesion's first dilation was done with savvy balloon than the rpeorted balloon was introduced. The balloon ruptured at two atmospheres. An indeflator was used. There were no anomalies noted during product inspection or when prepping device. There was no balloon leakage observed. There was no seperation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the pt.